Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
As reported in competitor case (B)(4): "revision due to stryker worn poly. Original implant date unknown." A competitor head and stryker liner were revised. Update 12/october/2020 wg: spoke to stryker rep present for the case. A system 12 28mm insert was revised to a system 12 32mm insert. Left hip. Rep confirmed that no further information will be released by the hospital or surgeon.